Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis also confirmed the lead was cut during the implant procedure.

Event description:
Boston scientific received information that during the implant procedure, prior to pocket closure, this right atrial (ra) lead displayed noise, oversensing, high thresholds, no sensing, pacing inhibition and high pacing impedances of greater than 3000 ohms. It was also noted the helix would not retract, so the lead was cut and removed from the patient. A new ra lead was successfully implanted. No adverse patient effects were reported.